Event description:
The healthcare provider reported that enterra ii devices seem to have battery depleting rapidly. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: information has been updated: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead (B)(4). The manufacturing site ID was previously reported as: (B)(4). Additional information indicates the correct manufacturing site ID: (B)(4).

Event description:
Additional information received from a healthcare provider and manufacturer representative reported that the patient' s newly implanted device required implantable neurostimulator (ins) battery exchange three to four months after implant. The patient's indication for use was noted as gastric stimulation and gastrointestinal/pelvic floor. The ins reached end of life (eol) three months after implant. The ins was off and would not turn back on. The patient had been programmed at 10.5 v with very high settings. The pulse width was 330 and rate was 110 hz. Cycling was set to be on eighty percent of the time. The patient's physician noted it was a very unusual situation and the patient would hopefully be able to go back to lower settings. The patient was receiving effective therapy prior to eol. The battery was exchanged on (B)(6) 2015. The healthcare provider also noted other patients/devices with similar issues; reference MFR. Reports (B)(4).